Event description:
It was reported that burr entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotapro and rotawire were selected for use. During the procedure, the physician notices resistance while advancing the rotapro burr. The rotapro successfully performed five runs of rotablation with the speed set at 160rpm. Upon removing the entire assembly to re-wire, the rotawire drive could not be removed from the rotapro outside the patient. No visible damage was noted with the burr. The physician used a new rotapro and was able to complete the case successfully using other devices. There were no patient complications.

Event description:
It was reported that burr entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotapro and rotawire were selected for use. During the procedure, the physician notices resistance while advancing the rotapro burr. The rotapro successfully performed five runs of rotablation with the speed set at 160rpm. Upon removing the entire assembly to re-wire, the rotawire drive could not be removed from the rotapro outside the patient. No visible damage was noted with the burr. The physician used a new rotapro and was able to complete the case successfully using other devices. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. The rotawire used in the procedure was returned and used for analysis. During analysis, the rotawire had resistance during removal from the rotapro due to numerous kinks to the proximal end of the wire. Due to the severity of the kink damage, reinsertion was not completed.